Event description:
It was reported that the customer experienced high blood glucose levels and had issues with the infusion sets. The blood glucose reading was 400 mg/dl. The customer stated that one infusion set was occluded and another one came apart. She stated that the part which came off the tubing could not be reconnected. She declined troubleshooting for high blood glucose levels. She also reported that the insulin pump alarmed no delivery, and the alarm was resolved by a complete infusion set, reservoir and insulin change. The cause of the issue could not be determined. She requested to return the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.